Event description:
The patient contacted animas on (B)(6) 2012 to report a high blood glucose (bg) excursion. The patient reported a high bg of 462 mg/dl at 4:50pm on (B)(6) 2012. The patient confirmed he tested negative for ketones; however, he felt slightly nauseous. The patient informed animas customer support that he took a 20u bolus via injection in response to the high bg. At 6:02pm the patient stated his bg was 97 mg/dl. The patient also reported that he obtained bg values in the 400 mg/dl range at 3:30am that morning and also at 4pm the day prior after waking from a nap. At the time of troubleshooting, the patient confirmed the pump was set to the correct date and time. The patient reported the site and set were changed on the morning of (B)(6) 2012. The patient denied any problems with the infusion set and confirmed there was no bleeding at the site, leakage, kinked cannulas or visible air bubbles in the tubing. The patient also denied any visible bubbles in the cartridge. Review of bolus history confirmed all doses were administered; however, the bolus doses and total daily delivery (tdd) history were inaccurate on (B)(6) 2012. Bolus history indicated that there were 10u delivered, but the tdd bolus total for that day showed 35.15units. At the time of the call, the patient informed customer support that he was diagnosed with a viral throat infection, but was not taking any antibiotic. The patient's bg reading and symptoms do not meet animas criteria of a serious injury; however, this complaint is being reported because the bolus totals were not accurate in the tdd when compared to the bolus history. The alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A 10 unit bolus was performed successfully using test meter s/n (B)(4) and was accurately recorded in the pump history. No hypersensitive keys were observed on keypad. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.